Event description:
It was reported that during a lap chole procedure, that the clips in the device would not hold on cystic duct. The second device was pulled and used without a problem. There were no patient consequences.

Manufacturer narrative:
D4; h4, h6: information anticipated, but unavailable at this time.